Manufacturer narrative:
Inspected two opened and used reservoirs. Checked reservoirs snap-cap width dimensions per specifications. Reservoirs passed per specification. Using a new infusion set performed set test. Both reservoirs passed. Reservoirs easy to connect and release. No connector and leakage anomalies were observed during analysis.

Event description:
The customer reported that insulin from the reservoir leaked during filling. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.